Manufacturer narrative:
The customer requests an event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer has requested an event log review following a respiratory arrest on a post-operative patient. The information received seems to indicate that the patient was sensitive to the oxycodone medication being administered at the time and that the respiratory arrest was secondary to opioid administration. Following resuscitation efforts, the patient was stabilised and did not sustain any lasting injury.

Manufacturer narrative:
A review of the pcu error log did not identify any errors recorded on (B)(6) 2017. A review of the pcu event log confirmed that only one infusion was running on (B)(6) 2017. The event log identified that over a period of approximately 2 hours and 40 minutes a total of 8 pca dose requests were made and delivered. The delivery of the second pca dose was interrupted when the pump alarmed patient pressure, however the delivery was resumed and completed after the user had selected restart. No other anomalies were identified from any of the logs provided. The pcu and pca modules were not returned for evaluation. The root cause was not identified. (B)(4) devices not received, log review only.